Event description:
Client called in reporting he was riding in the van and when the driver disconnected the straps to let him leave the seat tube broke and we went sliding forward. He did go to the ER because it is mandatory at the facility he lives at. He had a bruised ankle but no serious injuries reported.

Manufacturer narrative:
Will file MDR due to known failure mode, and have filed in the past. Have not received the part for confirmation of failure mode, we will assume the associated failure mode until confirmed otherwise. If it is determined that the known failure mode is not the cause, we will file follow-up report. No serious injury associated with this complaint. This client uses public transportation and it is suspected that the tie down procedure was not followed and the straps were attached to the seating system. This could be a contributing factor with this failure. The DHR for this chair was reviewed and it met all standards when distributed.